Event description:
Information was received indicating that while in use, a smiths medical cadd administration set was over delivering. It was reported that 13.5 hours should have been remaining, but the bag was noted to be empty. No patient consequences were reported. No adverse effects were reported.